Event description:
On 3/22/1999, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: chest pain & tightness, dyspnea, dermatitis, conjunctivitis, vesicular skin rash on hand, nasal inflammation, fatigue, weeping red eyes, hypertension, and other physical injuries, as well as great despair and loss of enjoyment of life.